Event description:
It was reported that the right atrial lead exhibited noise which resulted in auto mode switch episodes. The lead was explanted and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.